Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax. The biopsied lesions were in the right upper lobe, 8mm in size, and the left lower lobe, 14 mm in size. The ion procedure was completed and there was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A "full" pneumothorax in the left lower lobe was identified via CT scan and chest x-ray; it required a chest tube and hospitalization. The physician believed that the pneumothorax was probably caused by the needle because the lesion was close to the fissure and it could have occurred with another biopsy modality. The patient was hospitalized for 2 days then discharged home.